Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014881 lot number 20035022 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09march2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that sec 20dp w/ss dc low sorb leaked. The following information was provided by the initial reporter: material no: 10014881, batch no: 20035022. It was reported that tubing was leaking below the drip chamber. Date of occurrence-(B)(6) around 3:00 pm. This tubing was connected to chemotherapy by pharmacy and primed with normal saline. The nurse administering the chemo followed the correct processes (this medication requires an IV push followed by opening up the secondary line). Following the IV push, the nurse was reaching up to open the secondary line and noticed that the tubing was wet. She noticed that the tubing appeared to be leaking just below the nonvented drip chamber at the connection site. I do not have a sample due to the potential hazardous contaminate, staff followed proper chemo spill precautions and were obviously unable to obtain a photo of the product during this procedure.